Event description:
On (B)(6) 2021, during a follow-up, several non-sustained ventricular tachycardia episodes were detected that seemed to be noise, so the sensitivity value was increased to 1 mv. All the other measurements were normal (r-wave amplitude: 12.4 mv, threshold: 0.5 v, impedance: 511 ohms and coil continuity: 442 ohms). On (B)(6) 2021, during another follow-up, no noise was detected with the 1 mv sensitivity, so it was decided to decrease it to 0.6 mv and check it again a few days later. On (B)(6) 2021, during a third follow-up, noise was detected again with the sensitivity at 0.6 mv, although less noise episodes than the ones detected on (B)(6) 2021. The patient was requested to perform a contraction of the abdomen and the noise was detected again. The physician has decided to perform a reintervention for a repositioning of the lead. Reintervention date is currently unknown.

Event description:
On (B)(6) 2021, during a follow-up, several non-sustained ventricular tachycardia episodes were detected that seemed to be noise, so the sensitivity value was increased to 1 mv. All the other measurements were normal (r-wave amplitude: 12.4 mv, threshold: 0.5 v, impedance: 511 ohms and coil continuity: 442 ohms). On (B)(6) 2021, during another follow-up, no noise was detected with the 1 mv sensitivity, so it was decided to decrease it to 0.6 mv and check it again a few days later. On (B)(6) 2021, during a third follow-up, noise was detected again with the sensitivity at 0.6 mv, although less noise episodes than the ones detected on (B)(6) 2021. The patient was requested to perform a contraction of the abdomen and the noise was detected again. The physician has decided to perform a reintervention for a repositioning of the lead. Reintervention date is currently unknown.

Manufacturer narrative:
Please refer to the attached analysis report.